Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for an unknown indication of use. It was reported that the device did not work. No symptoms reported and no further complications were reported/anticipated at this time.